Event description:
The customer observed falsely elevated potassium results for 2 patients on an architect c16000 analyzer. The following data was provided (customer¿s normal range is 3.5-5.3 mmol/l): sample number 2 initial result was 6.5, repeat was 3.87 mmol/l sample number 4 initial result was 7.06, repeat results were 3.57 and 3.57 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched due to the customer reporting falsely elevated potassium results on the architect c16000, serial number (B)(6). Through an extensive investigation, the fse found that the cuvettes were not being completely washed due to the tubing, pinch valve leaking and worn out. The fse replaced the tubing, pinch valve, part number 7-202505-01, which resolved the issue. The analyzer function was verified with a control/precision run. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated potassium results for 2 patients on an architect c16000 analyzer. The following data was provided (customer¿s normal range is 3.5-5.3 mmol/l): sample number 2 initial result was 6.5, repeat was 3.87 mmol/l sample number 4 initial result was 7.06, repeat results were 3.57 and 3.57 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample number 2 and sample number 4 all available patient information was included. Additional patient details are not available.